Manufacturer narrative:
The insulin pump was received with frozen screen and a constant tone; the problem is isolated to the mother board however, no blank display was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was alarming with no indication of reason for alarm. It was reported that there was only a black circle on and two icons on display screen. Customer was not able to clear alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.